Event description:
It was reported that during a peripheral intervention procedure, a tip detachment occurred. The target lesion was located in the mildly tortuous and calcified dorsalis pedis. A torque device was placed on the journey guide wire. The physician used force to get to the target area and when the physician applied counter tension, the distal radiopaque tip coiled in the vessel and 2mm of the tip of the wire sheared off in the patient's foot. The physician attempted to snare the detached tip from the patient but the attempt was unsuccessful. The detached tip was left in the foot of the patient. The physician was not concerned as it had no where to travel distally and that area was being fed by collateral small vessels. The anterior and posterior tibial branches were then treated with another of the same device. No additional patient complications were reported and the patient's current condition is fine.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by MFR.: received product consisted of a journey guidewire with no original packaging or other devices. The corewire was fractured. The distal tip, including the coil wire/core wire/ribbon (ccr joint) was not returned for analysis. The fractured end of the wire was bent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a peripheral intervention procedure, a tip detachment occurred. The target lesion was located in the mildly tortuous and calcified dorsalis pedis. A torque device was placed on the journey guide wire. The physician used force to get to the target area and when the physician applied counter tension, the distal radiopaque tip coiled in the vessel and 2mm of the tip of the wire sheared off in the patient's foot. The physician attempted to snare the detached tip from the patient but the attempt was unsuccessful. The detached tip was left in the foot of the patient. The physician was not concerned as it had no where to travel distally and that area was being fed by collateral small vessels. The anterior and posterior tibial branches were then treated with another of the same device. No additional patient complications were reported and the patient's current condition is fine.